Event description:
It was reported that pump screen was dark and would not turn on despite attempts to wake it up, remove it from case, and plug it into power, while pump showed red light and periodic vibration. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, was provided guidance on putting pump into storage mode and returning it within required timeframe, and was informed about need to program settings and connect continuous glucose monitor to replacement pump, and tandem technical support arranged shipment of replacement pump under warranty.